Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 14fr sentrant sheath was planned to be used the endovascular treatment of a patient. It was reported that during the procedure, as the 8fr sheath was due to be changed to the 14fr sheath, is was noticed that the tip of the 14fr sheath was kinked. The device was replaced, and the procedure completed. The cause of the event is unknown. It was reported there was no visible damage noted on the packaging of the device prior to opening. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: one (1) photo received from the account captured the kink site on the dilator. The sheath and dilator were returned for analysis. There was no deformation observed to the sheath. A kink was visible on the dilator 9mm from the distal end of the tip. No resistance was noted at the kink site when passing a 0.035-inch guidewire through the dilator. The kink was confirmed through analysis. Additional information received: the damage was noted during preparation of the device, the sheath was not implanted into the patient. If information is provided in the future, a supplemental report will be issued.